Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in d4 and h4 (exp. And mfg. Dates). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor is on the insertion device with no defect. The distal plug has been deployed inside of the distal anchor. The proximal anchor is on the device with no visible defects. A functional evaluation was performed on the returned device and found that both deployment knobs move forward and backward as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the failure include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: corrected information in d4 (lot no).

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a rotator cuff suture, the healicoil suture anchor broke off at the tip and came out of the handle when 4 strands of two minitapes were being passed through it. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.